Event description:
On 9/15/97, the MFR rec'd a fax from it's international distributor with a copy of the explant record which states the following: the device catheter fractured with the distal portion (approx. 15cm) in the right ventricle. The remaining catheter still connected to the device, but not in vein as demonstrated on x-ray when contrast injected. No further details were provided at this time.

Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: visual and microscopic examination of the device revealed that the device septum showed needle penetration marks, with normal usage and no internal damage. A material consistent with blood was seen throughout the internal surfaces of this device. Needle marks were seen of the device body near the device locking collar. A 4" (approx) segment of device catheter exhibited compression marks and irregularly cut material. The damage seen appears to be characteristic of "pinch-off sign." The device was patent with no resistance felt while flushing. A clear fluid with a few particles of material consistent with blood was collected. Leak testing of the device confirmed that the device only leaked at the damaged area of the device catheter. A trend analysis was performed on similar incidents for this cat/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, teh report that "the device catheter fractured" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR's analysis of the device. The customer will be forwarded an article exclusive to "pinch-occ sign" for their review. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.